Event description:
It was reported to boston scientific corporation in 2008, that a 20 fr safety peg kit push was used during a peg placement procedure on three days earlier. According to the complainant, the scalpel was in the locked position (protected) and could not be unlocked. The physician broke the safety and continued to use the device to complete the procedure. No pt complications were reported as a result of the event.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the date of manufacture cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. The may 2008 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.